Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the reported event could not be duplicated. Additionally, a cut on the cable of the electrical system was found. The cause of the reported cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during preparation for use, the unit would not display an image. Although requested, additional information has not been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information (d11, h10) regarding the reported event. Additional information received identified that per the customer, the device was inspected prior to use and no abnormalities or debris were observed. Additionally, it was confirmed the ancillary equipment was compatible with the camera head. The camera cable does not appear to be damaged. During use, either the brightness was adjusted or the ancillary equipment being used had automatic brightness control. No equipment is being used to attach the camera cable. Additionally, there were no kinks, twists or buckles in the cable cord. It was noted the instruction manual for the product and all other respective equipment was used and followed to include cleaning, disinfection and sterilization. The instructions for reprocessing the camera head were followed through storage and disposal.

Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The definitive root cause of the reported event could not be established. The probable cause has been determined as the connector is not inserted all the way or a foreign body adhered to the interface of the connectors and caused poor contact with the processors.